Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. Evaluation of the customer's supplied data confirms that the patient's serum sample was turbid and that it contained fibrin which is known to interfere with analysis of some assays. The access accutni+3 instruction for use (IFU) document instructs users to remove any residual fibrin or cellular matter from the patient sample prior to analysis. The cause of this event is use error as the patient's sample contained fibrin which was not removed prior to analysis. -(B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical (serial number (B)(4)). The initial elevated access accutni+3 result was above the customer's normal reference range. Three days later, the customer repeated patient samples four times and obtained lower results within the customer's normal reference range. The initial elevated accutni+3 result was released out of the laboratory. There was a change in patient treatment as the patient was heparinized and was transferred to another hospital. Calibration and qc (quality control) parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. Customer reported that the sample was turbid and contained small strands of fibrin.